Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient's dexcom was alerting him in the middle of the night and the readings had been "bouncing off" for a couple of days prior. Cgm values were not remembered. The patient mentioned that he was hospitalized 4 times with one sensor only. He mentioned that his family was asking him if he wanted to go to the hospital as he was shaking, and very dizzy to the extent that he fell to the floor multiple times. The dexcom was reportedly providing him inaccurate readings and he was hypoglycemic, but the dexcom was providing egvs as though he was in a normal range (bg an cgm values not specified). The family had to call an ambulance to have him hospitalized. Reversal of hypoglycemia was not specified. Length of stay in the hospital was not specified. At the time of the report, the patient's condition was all good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.